Manufacturer narrative:
A field service engineer was dispatched on (B)(6) 2017. The fse replaced the inlet check valve and adjusted the flow factor setting. Validations were completed on pm. The g8 analyzer was functioning as intended with all errors cleared. The most probable cause of the reported event was the pump unit (pressure pump) a faulty inlet check valve. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2017 a customer reported frequent flow rate adjustments, for either short or long retention times with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.